Manufacturer narrative:
Initial report of revision was discovered when an employee was reviewing a patient's (B)(6) page. Initial report indicated that the revision was performed due to a torn quadricep tendon. A routine poly swap was performed and was returned to the manufacturer per normal procedure. A subsequent evaluation of the poly indicated heavy wear on the post. At that point, the initial MDR decision was re-evaluated and this report is being submitted. The patient led a very active life style with high range of motion due to the requisite advance training required for multiple attempts to summit mount everest over the years and then eventually succeeding in summiting. The wear is not unexpected for activity of that magnitude.

Event description:
A revision surgery was performed due to a torn quadricep tendon and a routine poly swap was performed during surgery. Examination of the poly subsequent to the surgery revealed wear on the post.